Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reloaded the cartridge and successfully loaded it without triggering the alarm again, and technical support documented the issue, resolving it.